Manufacturer narrative:
Device evaluation by MFR: the device was returned for analysis. A visual, tactile, microscopic analysis and leakage test was performed on the device. A visual examination of the balloon identified traces of blood inside the balloon which is indicative of a leak having occurred in the device. However, a microscopic examination of the balloon material identified no tears or holes in the balloon material. The device was inflated to its rated burst pressure multiple times with no leaks evident in the balloon or device. The device maintained pressure on each inflation. No issues were noted with the device.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 8 atmospheres for 15 seconds upon second inflation. The device was removed without any issue using normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 8 atmospheres for 15 seconds upon second inflation. The device was removed without any issue using normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.